Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that the trailing haptic was disinserted during a light adjustable lens+ (lal+) implantation. The lal+ was removed during the same surgery and the patient was left aphakic. A secondary surgical procedure was succesfully completed the following day to implant another lal. No additional information has been provided.